Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported event of the device entered backup vvi was confirmed in the laboratory. The device suffered a por reset due to the low battery voltage. Excessive hv charges were observed from the device image. Lifetime hv charging histogram recorded 0/0/0/0/0/0/225/0 charges. The device was tested on uts and met all specifications. The device is functional.

Event description:
It was reported patient presented to clinic after receiving a vibratory alert. Upon investigation, it was noted the device was in bvvi mode and the patient was unaware of multiple hv therapies that were delivered according to trending data. The device was explanted and replaced.